Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was able to power their device back on using the power button. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was able to power their device back on using the power button. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified that the device lost power during the event. Physio found that negative battery banana pin 1 was loose and caused the unexpected loss of power. Physio tightened the battery pin and after completing other unrelated repairs verified proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer was able to power their device back on using the power button. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.